Event description:
It was reported that unstable speed occurred. A rotapro 1.50mm was selected for treating a coronary lesion. Set rotation speed was 180,000 rpm. Ablation was performed three times. Maximum observed speed was 200,000 rpm. The procedure was completed with another rotapro. No patient complications occurred.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.

Event description:
It was reported that unstable speed occurred.a rotapro 1.50mm was selected for treating a coronary lesion. Set rotation speed was 180,000 rpm. Ablation was performed three times. Maximum observed speed was 200,000 rpm. The procedure was completed with another rotapro. No patient complications occurred.